Event description:
The customer observed false reactive architect toxo igg for a pregnant female patient. The following results were provided: (B)(6) 2025, sid (B)(6), initial toxo igg result= 20.8 iu/ml (reactive); (B)(6) 2025, sid (B)(6), repeat toxo igg result= 22.2 iu/ml (reactive); (B)(6) 2025, sid (B)(6), repeat toxo igg result= 20.8 iu/ml (reactive); historical result, (B)(6) 2025, sid (B)(6), toxo igg result (reagent lot 71072be00)= 0.1 iu/ml (nonreactive). Additional results provided: (B)(6) 2025, sid (B)(6), initial toxo igm result= 0.06 index (nonreactive); (B)(6) 2025, sid (B)(6), repeat result= 0.06 index (nonreactive); (B)(6) 2025; sid (B)(6), repeat result= 0.07 index (nonreactive). Measurement in another laboratory: toxo indirect immunofluorescence test (igm, igg, iga) = negative. Enzyme-linked fluorescent assay (igm)= 0.03 iu/ml (negative). Enzyme-linked fluorescent assay (igg)= 2 iu/ml (negative). Enzyme-linked fluorescent assay (igg avidity) = could not be completed, because specific igg using elfa was negative/borderline. Update, additional information was provided on 28nov2025. The patient was a 41-year-old female in the 35th week of pregnancy. There was no impact to patient management reported.

Manufacturer narrative:
Additional information was added to section b5 - describe event or problem. Update to section a2 - age at time of event from blank to 41. Update to section a2 - age units (patient) from blank to years. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 73690be00. A review of tracking and trending for the architect toxo igg assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 73690be00 and the complaint issue. The overall performance of the architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median value for the complaint lot is within the established limits and comparable to the historical reagent lot performance. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect toxo igg reagent, lot number 73690be00.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c19-25 that has a similar product distributed in the us, list number 6c19, with 510k number k210596.

Event description:
The customer observed false reactive architect toxo igg for a pregnant female patient. The following results were provided: (B)(6) 2025, sid 2 (B)(6), initial toxo igg result= 20.8 iu/ml (reactive); (B)(6) 2025, sid (B)(6), repeat toxo igg result= 22.2 iu/ml (reactive); (B)(6) 2025, sid (B)(6), repeat toxo igg result= 20.8 iu/ml (reactive); historical result, (B)(6) 2025, sid (B)(6), toxo igg result (reagent lot 71072be00)= 0.1 iu/ml (nonreactive). Additional results provided: (B)(6) 2025, sid (B)(6), initial toxo igm result= 0.06 index (nonreactive); (B)(6) 2025, sid (B)(6), repeat result= 0.06 index (nonreactive); (B)(6) 2025; sid (B)(6), repeat result= 0.07 index (nonreactive) measurement in another laboratory: toxo indirect immunofluorescence test (igm, igg, iga)= negative enzyme-linked fluorescent assay (igm)= 0.03 iu/ml (negative) enzyme-linked fluorescent assay (igg)= 2 iu/ml (negative) enzyme-linked fluorescent assay (igg avidity)= could not be completed, because specific igg using elfa was negative/borderline there was no impact to patient management reported.